Event description:
It was reported that thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. A small effusion was noted prior to the procedure. During the procedure, they deployed the closure device and the patient's blood pressure dropped significantly. They checked and noticed the effusion increased slightly (most likely 1mm more than at baseline). They released the closure device and gave protamine and the patient's pressure went back to normal. As they were removing the access system, they noticed thrombus in the right atrium. The patient was sent to the intensive care unit and heparin was used to dissolve clot once the protamine was worn off. The patient was fine and was discharged the following day.